Event description:
It was reported that user can type in a scan reference when the lock is checked; therefore, the scan reference is not being stored correctly and the printed shifts are incorrect. There was no report of mistreatment based on the available information.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product and will be fixed in a later version.